Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately after implantation a split was observed in the lens creating a jagged edge necessitating lens explantation. The incision was enlarged to aid explantation of the lens. The lens was explanted and a back-up iol was implanted without further incident in the original surgery session. The cornea was sutured with an absorbable suture. The explanted lens was retained and returned to rayner for evaluation. The injector is presumed to have been discarded following use. Inspection under 10x magnification identified a crack close to the edge of the optic and multiple scratches on the iol optic. Haptic detachment was also observed. Product inspection confirms the event as reported. The damage to the lens is consistent with the lens getting caught in the flaps of the injector. Our review of production records for the rayone aspheric rao600c batch 050154653 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the rayone aspheric rao600c (may 2020) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone aspheric rao600c batch 050154653.

Event description:
On 11th november 2020, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately after implantation there was a split in the lens that created a jagged edge necessitating lens explantation.